Manufacturer narrative:
(B)(4).

Event description:
I was further reported that in (B)(6) 2017, site attempted to contact the subject for 6 month follow-up during which site co-coordinator was informed that the patient had passed away on (B)(6) 2017 during dialysis. The patient's wife and dialysis nurse informed that the patient had hypotensive during dialysis followed by pulseless electrical activity (pea) arrest without evidence of st elevation on the monitor or complaints of angina. Site has confirmed that event was not related to the study procedure or study device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
(B)(6). It was reported that the patient died. A clinical status assessment in (B)(6) 2016 indicated the subject's condition as stable angina (ccs classification: 2). The subject was referred for cardiac catheterization and subsequently the index procedure was performed. The target lesion was located in the distal lad with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm synergy ii everolimus-eluting platinum chromium coronary stent system. Following post dilatation, residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, 133 days post index procedure the patient died due to cardiac arrest.